Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a station tower door failure. A field service engineer contacted the pharmacy, but no one in the pharmacy was aware of any issues. The engineer then called the floor, and no one reported any problems with pyxis. The engineer dialed into the station and did not see any failure icon. The system functioned as intended after the field service engineer completed the investigation, and the case was closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had door failure and required maintenance. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.